Event description:
The surgeon had difficulty folding the lens and then when he set the lens back into the container it would not unfold. An identical lens was used as a replacement and no problems were experienced with this lens. There was no injury to the pt however the nurse states that there is the potential for injury if this lens, which would not unfold, were placed in the eye.